Event description:
Olympus was informed that during the bronchoscopy the physician had injected anesthetic (xylocaine) from the maj-210 to the channel of the bronchoscope with the use of the syringe (5mm). While the physician had observed the endoscopic image he had found the foreign particle on the endoscopic image and then removed it from the pt body. The user had found that a part of the valve of the maj-210 had been lacked.

Manufacturer narrative:
The referenced device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation fond that the inner rubber valve of the maj-210 was broken. Also the fragment was a part of the inner rubber valve of the maj-210. Olympus attributed this phenomenon to user mishandling of the device. The maj-210 instruction manual states the notice for the handling of the device. There were no further details provided. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in abundance of caution.